Event description:
It was reported during a bronchoscopy the scope was stuck to the tracheostomy scope and could not be advanced or withdrawn leading to a drop in oxygen saturation. It was reported that the facility was using tracheostomy swivels (which were not designed for use in bronchoscopies) and not bronchoscopy specific adaptors. The decision was made to remove the entire apparatus. A code blue was called and the patient was deprived of oxygen for approximately 15 minutes resulting in severe hypoxic ischemic encephalopathy. The patient sustained a devastating brain injury and is in a permanent near-comatose state.